Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusionist (ccp) observed a "999" error message on the pressure module which shut down the arterial roller pump. The ccp cycled the system power to try and reset the error without success. As a result, an alternate system was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
The arterial roller pump was configured to stop on a pressure alarm. Per technical support, he had the ccp check the pressure module to see if the module's light emitting diode (led) was indicating any error condition, which it was. At this point, the ccp indicated he had to start another case. Another ccp investigated the reported issue further was discovered that the transducer cable was causing the problem. This ccp replaced the cable and resolved the issue. The ccp stated they discarded the cable. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.